Manufacturer narrative:
The results/method/conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR #: 2916596-2021-00190. It was reported that the patient had a chest hematoma above the sternum that required transfusion of several units of blood products. The patient was stopped on anticoagulation, and standard anticoagulation testing was all within limits. The patient had no symptoms related to the bleed, and the hematoma was evacuated. The site had concerns of thrombus, but it was not confirmed through any diagnostic testing. The pump parameters trending were typically not suspect of any type of thrombus or obstruction issue. The device was operating as intended with the pump parameters changing as expected with changes in the set speed.

Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported bleeding event, as well as a direct correlation to heartmate 3, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system instructions for use (IFU) is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended international normalized ratio values. No further information was provided. The manufacturer is closing the file on this event.